Event description:
During the pt's last pump replacement in 2006, the pt experienced a cerebrospinal fluid leak "along with air being introduced in the system." The pt was hospitalized for 16 days. The pt could not get out of bed (B)(6). The problem was "finally resolved." As of the date of this report, the pt has been having increased neck pain. The physician prescribed tramadol which the pt has been taking 3 times daily for over 2 years. The tramadol was not working any longer. The pt was considering hcp options. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).